Manufacturer narrative:
The customer called back and spoke to a philips remote service engineer (rse) for further troubleshooting of the device. It was determined that the power supply replacement was recommended. Customer approval of the repair is pending. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has not been used since the battery had been replaced previously, but now it does not turn on. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts were made to obtain information regarding the device evaluation, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
A manufacturer's field service engineer (fse) went out to site for service and repair and observed that the device is not receiving electrical current that is causing the device not to turn on. The power supply was replaced to resolve the reported issue. Functional tests carried out successfully per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time.